Manufacturer narrative:
(B)(4). The device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that a pt was on 2 life-sustaining drips (epinephrine and levophed) in cicu. The nurse was trying to titrate down the epinephrine drip when the entire system shut off with alarm and the red arrow indicator lit. The pcu was replaced and the medications were placed on new pumps. This delay caused the pt's systolic blood pressure to drop to 60 requiring both medications to be increased until the pt recovered. The effected pcu was sent to the hospital's biomed. Biomed's testing found no issues, and the only error noted was 800.8000.0. No additional pt/event info was provided